Manufacturer narrative:
A review of the device history record indicated that the pump was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery was not returned with the pump for evaluation. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for three hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components. Investigation revealed that the battery cap and compartment are intact. The complaint regarding overheating could not be confirmed or duplicated on investigation. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient stated that the pump was hot on two occasions. She stated that both times, she removed that batteries and the batteries were hot as well. The patient confirmed that she did not sustain any injury from the hot pump or batteries.